Manufacturer narrative:
Contact name: updated. Testing confirmed the product involved in the event was not returned for evaluation; thus, a comprehensive investigation was not completed and a probable cause for the event could not be determined. Additionally, testing documented the customer provided a picture, which identified the filter leak. The issue of the filter vent leaks is under further investigation at the manufacturing site. The manufacturing batch record review was completed for the lot number, 925775h, and there were no discrepancies or non-conformances identified that would have contributed to the event. The final quality visual and physical evaluations indicated the product met specification requirements with zero defects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported, a plum set leaked taxol from a fixed point on the filter. The concomitant product was a plum 360 device, which was configured at 375mmhg. Additionally, the staff increased the pressure on the plum 360 device to 500mmhg, due to numerous distal occlusion alarms. There was no reported harm/adverse event. No further information has been provided.